Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an update alert, the initial firmware update attempt did not complete because confirmation on the pump was not provided, and insulin delivery stopped, after which support assisted the user to complete the update; blood glucose was confirmed at 421 mg/dl by fingerstick, with no visible leaks or tubing issues. Symptoms included hyperglycemia and no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem found, a usage problem was identified related to improper or incorrect procedure during the update process, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.